Event description:
During the procedure after advancing the ice catheter into the right atrium via the inferior vena cava, the tip of the catheter appeared malformed under fluoroscopy. There was no resistance or issues gaining access into the right atrium, until trying to actuate a curve on catheter. The device was removed from the patient and the tip appeared to be bent. Upon inspection of the tip and when applying little pressure, the tip of the catheter tore, exposing the inside of the catheter. The catheter was replaced the to continue the procedure with no consequences to the patient.

Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. A fracture in the catheter tip was noted 0.6¿ proximal to the distal tip. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The root cause of this issue was determined to be a design/process issue.